Event description:
It was reported that this was a multiaccess (top/middle/bottom) venous closure of the right common femoral vein using a prostyle device after an atrial fibrillation interventional procedure using a 7f sheath. Reportedly, the prostyle device that was used in the middle access was stuck in the vein. The footplate would not retract, after lifting and lowering the lever. No resistance was noted lowering the lever. After the device footplate could not be retracted, the top of the device was disassembled to be able to manipulate the actuator wire to close the footplate; however, the footplate didn¿t fully retract. After further manipulation of the device, it encountered resistance to an adjacent sheath which resulted in a separation into two pieces. The proximal end was removed, but the black hypotube was seen on fluoroscopy to be in the femoral vein. The access site was made slightly larger and a 10f sheath was placed. A 12 square snare was used and were able to grab the tip of the separated section, resistance removing was reported and the sheath and snare were removed together. No foreign body was left in the patient. Series suturing and a femostop device was used to achieve hemostasis. No issues occurred in the top or bottom access sites. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.